Event description:
It was reported by a patient representative that the patient experienced shocking and abdominal spasms. It was also reported that the patient experienced suspected twiddlers syndrome. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).